Event description:
Blood was seen in tubing on 9/18/96. Balloon was explanted. Another iab inserted but could not put in, had problems. Waited two days and successfully inserted the iab. This iab was discontinued after an undertermined amount of time. Pt expired due to illness.